Event description:
It was reported by svc report that the head section bent release bar was broken off and the head section was not locking into place. It was also reported the restraint straps were worn and torn. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bent release crossbar on breakaway head section; restraint straps.